Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of 'outcomes of percutaneous pedicle screw fixation for spinal trauma and tumours' from the journal of clinical neuroscience (http://dx.doi.org/10.1016/j.jocn.2015.05.0460967-5868/). The article investigated the clinical and radiological results of percutaneous pedicle screw fixation in the management of spinal trauma and metastatic tumours. A retrospective analysis was performed on a series of 14 patients who were operated on from march 2009 to november 2011. The most frequently used system during this study was the denali mis system. One patient was treated using the mantis redux system. It was reported that one patient experienced a mantis k-wire breach. Additional information, including any consequences of this event, are not known.

Event description:
This record captures a review of 'outcomes of percutaneous pedicle screw fixation for spinal trauma and tumours' from the journal of clinical neuroscience (http://dx.doi.org/10.1016/j.jocn.2015.05.0460967-5868/). The article investigated the clinical and radiological results of percutaneous pedicle screw fixation in the management of spinal trauma and metastatic tumours. A retrospective analysis was performed on a series of 14 patients who were operated on from (B)(6) 2009 to (B)(6) 2011. The most frequently used system during this study was the denali mis system. One patient was treated using the mantis redux system. It was reported that one patient experienced a mantis k-wire breach. Additional information, including any consequences of this event, are not known.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. No additional information was provided upon multiple follow ups. Stryker surgical technique provides detailed steps on k wire insertion including use of a/p and lateral images throughout the process. Mantis redux stg indicates that caution should be practiced with regard to the position of the k-wire in order to avoid the advancement of the k-wire. The surgeon is to be thoroughly familiar with the surgical procedure, instruments, and implant characteristics prior to performing surgery. K wire breach during the procedure is most likely associated with user error and not failure of device itself.